Event description:
It was reported that the patient has deceased. The is no allegation from a health care professional the suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.